Manufacturer narrative:
The reported issue of an occlusion during an infusion and the error code 240.4150.0 recorded in the error log was confirmed via log analysis; however the issue could not be investigated any further due to the source pump module and incident disposable set not returned for investigation. The cause for the incident is unknown and no more information was made available. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. No patient harm was reported

Event description:
The customer reported an alarm for an occlusion, during troubleshooting by the user, a ballooned pump segment was observed on the tubing. The device was shut off. No patient harm was reported. The biomed discovered error code 240.4150 in the logs and requested an investigation. It was later determined that the tubing was discarded.